Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.5/+2.5/130 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports excessive vaulting. It was noted "no exchange is planned yet; the patient is closely monitored". The cause of the event was reported as unknown. Lens remains implanted.